Event description:
Reporter's husband called on behalf of his wife. Reporter stated his wife has rec'd the er1 message due to not enough blood on the test strip. They retested successfully after realizing their error.